Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. An accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the accelerated stress test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The cycler tested positive for glucose. An internal visual inspection of the cycler found no visual evidence of dried fluid or discrepancies.. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The peritoneal dialysis registered nurse (pdrn)was advised to discontinue the use of the cycler. A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient was connected to the liberty select cycler when the leak occurred, and was in active treatment. The patient confirmed he was hospitalized on (B)(6) 2019 through (B)(6) 2019 following the reported fluid leak. The patient stated he called his peritoneal dialysis registered nurse (pdrn) after he noted the fluid leak, and she instructed him to go to the emergency room (ER) immediately. The pdrn called the ER in advance of the patient¿s arrival, and requested the patient be treated with prophylactic intraperitoneal (ip) antibiotics (drug unknown). The patient stated they drew cultures and other labs (specifics unknown), but the results were negative. The patient stated the hospital kept him another day to administer a second dose of ip antibiotics, and he was discharged shortly after. The patient stated he never developed peritonitis, and the antibiotics were not continued after discharge. The patient stated he received his new cycler and continues to perform continuous cyclic peritoneal dialysis (ccpd) without issue. Based on the information available, the liberty select cycler and liberty cycler set are disassociated from the event(s). The product leak resulted in the patient receiving 2 doses of prophylactic ip antibiotics, to mitigate any potential for infection. Prophylactic antibiotics are a preventative measure and are not considered medical intervention, as there was no adverse event(s) reported.